Manufacturer narrative:
Since a lot number was not provided, the device history record could not be performed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. One picture and one decontaminated stylet without original packaging or the lot number has been received for the evaluation. The returned sample was visually and functionally inspected, and the guide wire was observed with the tip stretched. Therefore, the reported condition is confirmed. The received product does not meet product specifications. The investigation was conducted with the multifunction team. The manufacturing process was reviewed. In general, all process and controls were found properly followed, including sub-assemblies, finished product assembly, packaging and inspections performed to the product. There were no abnormal conditions found that could trigger the reported condition. The most likely root cause indicated that this issue could have occurred due to inadequate use of the procedure, if the instructions of use are not followed. For the insertion and extraction of the stylet, the IFU indicates to inject with the syringe approximately 10 cc of water into the tube to activate the hydromer coating. However, if this is not followed, the stylet will present resistance during its introduction/extraction, which could lead to an eventual damage when pushing/pulling it from the tube under this condition. No action plan is deemed required at this time, since the reported condition is identified as product misuse by the user. Please refer to the instruction for use (IFU) directions for the proper procedure for insertion of the feed tube and extraction of the stylet for stylet placement; ¿using a syringe, inject approximately 10 cc of water into the tube to activate the hydromer coating¿. The current process is running according to product specifications, meeting all quality acceptance criteria. We will keep monitoring the process for any adverse trends that require immediate attention. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
The device evaluation anticipated, but not yet begun. Upon completion, the results will be forwarded.

Event description:
The customer reported that when the stylet was being removed from the patient after feeding tube insertion, the spiral wire was somehow loose and separated from the stylet. The wire was removed. Additional information was received and stated that sometime after the reported incident the patient pulled his tube out. There was no patient harm occurred during this reported incident.